Event description:
A nurse reported when attempting to use the extrusion handpiece. There was no vacuum. The nurse also indicated that they did no believe the vacuum was working because bubbles that are normally seen in the cassette were not seen. However, the vitrectomy cutter (probe) was functioning normally. The cassette and consumables were switched out and a company sales rep was contacted for advice. Add'l info was requested. Add'l info was rec'd from the nurse indicating that after experiencing poor vacuum, the cassette and consumables were exchanged but did not solve the issue. The case was able to be completed using the same equipment with no injury to the pt.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).